Manufacturer narrative:
Despite efforts, no further information could be obtained. As such, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited loss of capture (loc), poor sensing and low pace impedance measurements at routine follow up. An x-ray was obtained that indicated lead dislodgement. A revision procedure was performed the following day wherein the lead was explanted and replaced without consequence to the patient. This lead is not expected for return. No adverse patient effects were reported.